Event description:
Boston scientific was notified that an aneurysm ruptured during use of an ultrasoft gdc that had to be detached with the detachment point outside the aneurysm, ie in the perianeurysmal subarachnoid space. The physician got the aneurysm under control and successfully packed it. The post-operative condition of the pt was reported as being fine.